Manufacturer narrative:
510k: this report is for an unk - screws: locking /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Investigation summary: complaint is confirmed as we are able to confirm complaint description (broken) based on the received pictures. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the removal surgery was applied to the patient who underwent the surgery on (B)(6) 2019. During the removal surgery, the surgeon kept forcing the driver to the two (2) locking screws at distal end which were likely stuck in the plate. Then, the tip of the driver shaft got broken and was left in the locking screw head. The other locking screws were removed successfully. The plate was removed but broken screws are remaining in the patient body. The surgery was delayed 30 minutes. The patient outcome was unknown. Concomitant device reported: unk - drill bit: (part# unknown; lot# unknown; quantity: 1); unk - screwdrivers: shafts (part# unknown; lot# unknown; quantity: 1). This complaint involves four (4) devices. This report is for (1) unk - screws: locking. This is report 2 of 3 (B)(4).

Event description:
Procedure took place on (B)(6) 2020.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.vh3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.